Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 600 mg/dl. He said he has had to change out his set 2 times in the last three days due to high blood glucose that did not come down even after he took injections. The insulin pump will not be returned for analysis.